Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device. It was reported that the implant was removed on (B)(6) 2025. No other additional information is known about the case. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. No anomalies were identified during the complaint investigation. A reason for the removal is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c device. It was reported that the implant was removed on (B)(6) 2025. No other additional information is known about the case.